Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(6) 2011, device still in use. Ramware version 8 installed on (B)(6) 2010. (B)(4): returned, analyzed and finding of battery- high impedance. The eri is the result of high internal battery resistance.

Event description:
It was reported that the device was at elective replacement indicator (eri) and early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.